Event description:
It was reported that a catheter placed on (B)(6) 2022, was found to be ruptured upon removal on (B)(6) 2022. Additionally, it was reported that it was highly likely that this caused it to bend and put stress on it. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent port placement procedure using power port isp m.r.I. Implantable port, groshong single-lumen, 8f. It was reported that a catheter placed on (B)(6) 2022, was found to be ruptured upon removal on (B)(6) 2022. Additionally, it was reported that it was highly likely that this caused it to bend and put stress on it. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was noted on proximal end of the distal catheter segment, and the edges were noted to be uneven. The surface was noted to be granular throughout one region and round/smooth in the other region. Split was noted and the attached catheter and edges were noted to be uneven. Kinks were noted on both catheter segments. Therefore, the investigation is confirmed for the reported fracture, deformation and identified material separation, naturally worn issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.